Event description:
It was reported by service report that the fowler was stuck in the down position and unable to raise. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.